Manufacturer narrative:
(B)(4). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's mother said that the vns did not look right, stating that the device looked like it was about to perforate the patient's skin. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
B5: corrected description of event, initial report: inadvertently left out information regarding the replacement surgery. F10: corrected clinical code, initial report: inadvertently left out additional e2402 coding for migration. F10: corrected impact code, initial report: inadvertently left out additional f1904 coding for repositioning surgery. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .

Event description:
Provider later reported that the generator was protruding. The planned intervention was to preclude a serious injury. Per the physician, the cause of protrusion is thinning of overlying soft tissue/ scar with impending device extrusion. Extrusion will not be captured as physician specifies impending extrusion, not that the device has extruded yet. It was later reported that patient had a lead revision due to the generator migrating and leads needing to be replaced. The generator migrated laterally toward the arm and began to protrude from the migrated location. During surgery, the surgeon attempted to use the old lead, but surgeon said it deteriorated upon manipulation. Further clarification revealed that the lead deteriorating was referring to lead insulation being worn. This MDR houses the report of migration and protrusion on the patient's generator. MFR ref #1644487-2022-01145 houses the report of abraded insulation on the patient's lead.